Event description:
The user reported that one pt telemtry monitoring channel in the multiview workstation central monitor went into standby mode by itself. During this time, the pt was reported to have had a ventricular fibrillation event. Later, the users attempted to retrieve the information from the system event and full discloser database and reported that the information displayed showed a straight line. No pt injury reported.